Event description:
A malfunction alarm identified as malf 12 was reported, but there was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to contact technical support if the issue reoccurred. There was no additional information regarding the customer¿s outcome beyond these actions.